Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: additional narrative: it was reported that following insertion the patient experienced some urgency and frequency.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. (B)(4). Additional narrative: it was reported that following the procedure the patient bleeding, experienced adhesion, bowel obstruction, infection, nerve damage, chronic constipation, pelvic trauma and pelvic tumors and fibroids. It was reported that the patient underwent a removal on (B)(4) 2014. No additional information was provided.